Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v674664, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The consumer reported that she knows she needs a replacement because her symptoms are starting to come back and the program has an icon showing battery was dying. The patient stated she turned it off because it started to shock her. The patient was called to see if the patient had an appointment or if she needed to find another physician that would take her insurance. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).